Event description:
It was reported that the patient presented for follow up with recorded episodes post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient stable throughout.